Manufacturer narrative:
The company cartridge was not returned. Four photos were provided of lenses in the eye. The lenses all appear to be monofocal iols. Whitish marks were observed. It could not be determined from the photo, if this was a scratch or material. Three of the indicated lens models are qualified with the company cartridge. The other one lens model is not qualified for use with the company cartridge. It is unknown which lenses were used with each cartridge lot. A company handpiece and company viscoelastics were indicted. The root cause for the reported lens damage could not be determined. The comapny cartridge was not returned for evaluation. No determination could be made from the provided photos. The lenses remain implanted. No further patient information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during two (2) intraocular lens (iol) implant surgeries, the lens was scratched and noticed after the lens was implanted. The surgeon left the lens implanted as the scratch is on the left lower center. There were no other complications and the surgery was completed. This is one (1) of two (2) reports for this facility. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).